Event description:
The customer reported that 0.00 miu/ml human chorionic gonadotropin (bhcg) results were generated on an access 2 immunoassay system for an unknown number of patients over an unknown period of time. Subsequent testing of the samples produced higher, reportable results. The customer could not provide a definitive number of patients involved in this incident and could not provide a definitive event date, but indicated that the issue had occurred over "the last two to three weeks. . No actual patient results were provided by the customer in regards to this event. This initial 0.00 miu/ml bhcg results were reported outside of the laboratory and questioned by physicians. There were no reports of death or serious injury associated or attributed to this event and the customer did not believe that there had been a modification in patient treatment associated with the event. No patient demographic information was provided by the customer. The samples were collected in 12x75mm serum tubes and centrifuged prior to testing. Beckman coulter inc. Assessment of customer supplied instrument performance data indicated that instrument bhcg quality control results had recovered within customer specifications during the timeframe of the event, and a system check performed after the event passed within instrument specifications.

Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2011 for this event. The field service engineer (fse) made the necessary adjustments to the ultrasonic transducer temperature and voltage. The fse recalibrated the incubator belt. The fse performed a high sensitivity system check and a ten replicate patient sample precision test. The results of both assessments met instrument and assay specifications. A definitive root cause has not been determined for this event to date.